Event description:
It was reported that the patient presented to the hospital due to an alert. It was noted the right ventricular (rv) lead triggered a lead integrity alert (lia) and the rv exhibited non-sustained high rate episodes and short interval counts (sic), along with an increase in defibrillation impedance and a suspected lead fracture. It was also observed in an oversensing episode, "the wave forms were different from the patient's own cardiac waves." The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) and the right ventricular (rv) lead integrity alert triggered. It was noted beginning 2015 (B)(6), there were eight ventricular sic with a cumulative of 5180 ventricular sic and ventricular tachycardia non-sustained episodes with evidence of lead noise oversensing. The rv lead integrity warning occurred on 2015 (B)(6) for 2 or more vt-ns episodes and sic >= 30 in 3 days.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.